Event description:
It was reported by service report that the siderail could not be latched in the upright position. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Siderail pivot block.